Manufacturer narrative:
Device used for treatment and not diagnosis. Implanted approximately (B)(6) 2008. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
A device history record review was conducted. Lot numbers are 5753952, 5671274, and 5712757 on the three components that make up the complaint product. The DHR for the material lot number 5463079, part number 41040 was reviewed. Raw material receiving sheets were reviewed for correct type, size, grade, shade, jde and, lot, and heat numbers. The material conformed to chemical content analysis and recertification specifications. Review of lot number 5463079 shows the raw material was processed within specification. The DHR for the material lot number 5666708, part number 41042 was reviewed. Raw material receiving sheets were reviewed for correct type, size, grade, shade, jde and, lot, and heat numbers. No discrepancies were found. The material conformed to all dimensional, chemical content analysis and recertification specifications. Review of lot number 5666708 shows the raw material was processed within specification. Lot number 5671274 (inferior plate 09.820.045.1), the following documents were reviewed: inspection sheets and DHR release check list. All parts passed dimensional requirements and visual criteria after machining and after laser etch. All parts passed inspection requirements for plasma coating. All parts passed all visual inspection criteria for final component inspection. The DHR release check list does not show any non-conformity. Review of lot number 5671274 shows that the parts were processed within specification. Lot number 5753952 (superior plate 09.820.045.2), the following documents were reviewed: inspection sheets and DHR release check list. All parts passed dimensional requirements and visual criteria after machining and after laser etch. All parts passed inspection requirements for plasma coating. All parts passed all visual inspection criteria for final component inspection. The DHR release check list does not show any non-conformity. Review of lot number 5753952 shows that the parts were processed within specification. Lot number 5712787 (inlay large 09.820.045.4), the following documents were reviewed: inspection sheets and DHR release check list. All parts passed all visual inspection criteria for final component inspection. The DHR release check list does not show any non-conformity. Review of lot number 5712787 shows that the parts were processed within specification. Lot number 5771024 (assembly 09.820.046s), the following documents were reviewed: DHR release check lists, packing process sheet, and packing label log. Review of the packing process sheet first lot shows that the sealing settings were within specification, qc check was performed and parts met specification. The packaging label log shows that the required labels were present and met specification. The DHR release check list does not show any non-conformity. Review of lot number 5771024 shows that the parts were processed within specification. A manufacturing evaluation was conducted. The inlay has been severely deformed and damaged during explantation. The superior and inferior plates display dents, rub marks, and areas of bony growth on the plasma treated surfaces which is consistent with explantation. The inlay from the field can not be dimensionally verified because it has to be severely deformed during the explantation procedure in order to remove the implant from the patient. Any measurements taken from the inlay would not provide accurate information regarding whether or not the inlay was within specification at the time of manufacture. The etch on the inlay was the only feature verified. In regards to the complaint condition (discomfort), there are no related dimensional features which can be associated with the condition, also the machined dimensions cannot be checked due to the plasma coating. The superior and inferior plate machining dimensions are normally inspected using a cmm; plasma coated surfaces will prevent accurate location and could damage cmm probe tips.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Patient status post prodisc-c implantation, approximately (B)(6) 2008, returned to surgeons office complaining of discomfort. Surgeon explanted the hardware on (B)(6) 2013. It was observed during surgery that the top end plate tilted due to posterior ossification at c5 end plate. The top superior end plate had tilted forward during flexion. Patient was revised to zero-p and was inserted successfully.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was sent to product development for evaluation: superior endplate: the superior endplate shows no signs of wear on the articulating surface. There are marks on the superior anterior lip of the endplate as well as the superior aspect of the keel where the chisel was used to aid in the removal of the implant. The implant keel has bone attached at both sides indicating bony on growth and a stable connection between the superior endplate and the vertebral body. Inferior endplate: the inferior endplate has signs of prying on the anterior lip near the central keel. No other signs of wear are evident. Pe inlay: the core has significant damage due to the removal of the device. It is not possible to evaluate the wear patterns of the inlay due to the damage. The source of the patient's pain remains unclear in this case as does the appearance of the superior endplate translation with respect to the vertebral body. The statement of the sales rep of the implant not being loose in conjunction with the need to use a chisel to remove the device and the presence of bone on growth on the returned endplate indicate that the interface between the implant and the bone was adequate. No absolute cause can be attributed to the pain or appearance of translation can be identified. No further action regarding implant design or documentation is necessary at this time. The design risk assessment is adequate for the intended use.'

Manufacturer narrative:
Device was used for treatment, not diagnosis. A third party evaluation was conducted exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surface of the superior and inferior endplates showed remnants of bone. Machining marks were observed on the perimeter of the articulating surface of the polyethylene inlay. The endplates showed evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The backside surface of the superior and inferior endplates showed remnants of bone. There is iatrogenic damage present on both endplates including the coating and the pe inlay all consistent with surgical removal. There are signs of impingement between the superior and inferior components. No new risks, user needs, or updates to the product development evaluation have been identified as a result of the condition of the device.